Event description:
A doctor reported that during an intraocular lens (iol) implant procedure after the lens was implanted into the eye, the plunger of the handpiece retracted and clamped some iris tissue in between the plunger and the cartridge injector. When the injector was removed from the eye, the clamped iris tissue was torn away and removed from the eye as well. The vision at the day one visit was adequate. The surgeon was unwilling to provide further information. There are two medical device reports for this event. This report is for the handpiece.

Manufacturer narrative:
The sample device was not returned for investigation. No lot number was identified with this event; therefore, a lot history review could not be conducted. A root cause has not been identified. Attempts to gather additional information have been unsuccessful. The surgeon was unwilling to provide further information. Initial reporter. Zip code is not indicated at this time. (B)(4).